Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted the batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon resection, solid tones were received. Procedure was completed with another handpiece with no patient consequence.